Event description:
On (B)(6) 2010, patient reported the button farthest from the cartridge compartment of her infusion device, the up arrow button, stopped working. Patient stated the problem progressively got worse until about a month ago when the up button stopped working entirely. Patient reported she switched to her backup infusion device at that time. Patient stated the button pops back up after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.